Manufacturer narrative:
(B)(4). The reported event is confirmed via op notes. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Compatibility check noted no issues. Review of the op notes identified that the femoral stem and head were removed and replaced. The surgeon also noted that the new implants gave good stability and range of motion; however, during the rehabilitation process patient complained about unbalanced gait. Upon physical examination it was identified that there was approximately an 1-inch difference compared to the other hip. Op notes also mentioned that no intervention is required at this time. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, (still implanted). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products ¿ ranawat/burstein acetabular shell p/n 11-106054; ring loc acetabular liner l/n 11-105924 l/n 097620; modular head component p/n 163670 l/n 561090; integral 180 primary/revision straight stem p/n 166016 l/n 846500. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-06508, 0001825034-2017-06509, 0001825034-2017-06510.

Event description:
It was reported that patient is experiencing pain throughout right leg approximately nine years post-implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Additional information received from patient states he has limited mobility which causes him to use a wheelchair, requires special braces, and a special bed. Due to the right stem being longer than the left one, the right knee no longer locks in place without buckling.